Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had an "apply sample" issue. The patient tests her blood glucose 4 times a day. She manages her diabetes with lantus insulin and sliding-scale novolog insulin based on her meter readings. The patient indicated that the alleged meter issue started at about two weeks prior the call, at an unspecified time during the afternoon. As a result of the alleged issue, the patient guessed on her sliding scale novolog insulin dosages for a day. In the next day, the patient claimed that she developed symptoms of shakiness and sweating at around 12:00-1:00 pm. The patient mentioned that she probably took too much insulin. The patient administered self-treatment by drinking orange juice and eating a peanut-butter cookie. The self-care helped to relieve her symptoms. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.